Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported vent inop, error code 1012. There was no patient harm reported.

Manufacturer narrative:
Customer could not be reached for further information. The determination could not be made that the device failed to meet specifications. There is no relationship to a reported incident or adverse event. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.